Event description:
Pt had medtronic restore spinal cord stimulator implanted on (B)(6) 2013. Pt developed a wound infection at the site of the scs generator and had to returned to the operating room on (B)(6) 2013 to remove the generator and leads. Reason for use: back pain, used with restore generator.